Event description:
A customer from (B)(6) received blood glucose readings of 1.9 and 0.6mmol/l on the contour link meter, retested on a different meter and received readings of 14.5 and 14.6mmol/l. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The test strip information was not provided. A replacement meter was sent to the customer.

Manufacturer narrative:
Model# and initial reporter address and phone were not provided.